Event description:
It was reported the pump had a motor rate error. Patient involvement unknown.

Manufacturer narrative:
Other text: b3: date of event is unknown. No information has been provided to date. One device was received. Per visual inspection, the top case was chipped. The right plunger case was cracked. The bottom case was damaged. Motor rate error in event history/log review. The motor rate error was duplicated confirming the complaint. The root cause was the worm gear and worm coupling were not operating as intended. It was unknown what caused the condition. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced worm coupling and gear. Replaced stepper motor as preventative measure. Replaced chipped top case, cracked right plunger case, along with all the plastic parts of the plunger head. Replaced damaged bottom case. Performed function and delivery tests which passed.